Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp.(omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an inspection of the subject device before an endoscopy, a scope communication error (b30) occurred. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, the reported event may have been caused by the following: -the user connected the endoscope or light source with water droplets or foreign material such as dust or drug residue on the electrical contacts. -since the scope communication error b30 is caused by an abnormality in the endoscope, the endoscope connected to the device has failed. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.